Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high impedance measurements of 120 ohms. Technical services (ts) was contacted, and ts discussed that impedances have bounced between 90 and 120 since implant, with 143 ohms being the highest measurement. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to the high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high impedance measurements of 120 ohms. Technical services (ts) was contacted, and ts discussed that impedances have bounced between 90 and 120 since implant, with 143 ohms being the highest measurement. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to the high impedance measurements. No additional adverse patient effects were reported.